Manufacturer narrative:
This report is submitted on 10 march 2021.

Manufacturer narrative:
There is now a reported infection. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient once the infection has cleared. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on november 20, 2020.

Event description:
Per the clinic, the patient experienced intermittencies and an extrusion of the receiver/stimulator subsequent to sustaining trauma to the implant site, and was treated with an antibiotic ointment. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.